Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found internal insulation abrasion noted at 7.5 ¿ 9.1 cm, 11.9 ¿ 12.9 cm, and 19.3 ¿ 19.9 cm from the distal tip. The abrasion breached the cable lumen the etfe coating was intact at these locations. The abrasion at the 19.3 ¿ 19.9 cm location breached the rv cable lumen. Other damage noted were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.